Event description:
It was reported that during a gastric bypass procedure, the ancillary trocar tip was stuck in the anvil. It was stuck in the anvil so hard that when they tried to remove the trocar tip, they almost tore the pouch. The case was completed with another device . There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.